Event description:
Customer reported that the insertion device was not releasing the sensor. Customer stated that when the sensor was finally released, it was ruined. The blood glucose reading was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used enlite- serter. Performed insertion test. Enlite-serter passed per specification. Enlite-serter connected and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.